Event description:
It was reported that prior the changeout, the patient with this implantable pacemaker experienced pulse rate going 60 beats per minute (bpm). On the next day, patient found out that heart rate went to 30 and patient had spasm. The cardiologist changed some settings and patient felt better afterwards. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that prior the changeout, the patient with this implantable pacemaker experienced their heart rate going below 60 beats per minute (bpm). On the next day, patient found out that their heart rate went to 30 bpm and the patient had a spasm. The cardiologist changed some settings in the pacemaker and patient felt better afterwards. This device was subsequently explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. The explanted device was retained by the hospital.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.